Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nodules, difficulty breathing/short of breath. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nodules on lungs, difficulty breathing/short of breath, heart and kidney issues, tumors. Medical intervention was not specified. After the first attempt to have the device and components returned for evaluation and investigation, the customer has responded on 10/18/2022 but the device has not yet returned to the manufacturer for evaluation. How-ever we request the device back. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect - clinical code, health effect - impact code has been corrected and type of investigation, investigation findings and investigation conclusions have been updated.